Event description:
A zoll distributor reported that on (B)(6) 2015, a (B)(6) male patient stated that his belt was gelled. The patient alleged that the lifevest treated him and that he hurt his back after dropping to the ground following the treatment. The patient has a history of disc injuries in his back, and he was given pain killers at the hosp. A review of the downloaded data confirms that the belt was gelled at 1:10:37 pm on (B)(6) 2015 but does not show a treatment event. The flags indicate that the patient pressed the response buttons repeatedly following the gel release, which prevented the treatment. Motion artifact and an elevated heart rate contributed to the false detection of the arrhythmia that led to the gelled belt. There is no indication of a device malfunction. The clinical outcome of the patient's back is unk. The patient continues to wear the lifevest.

Manufacturer narrative:
Device evaluation summary: device evaluation was accomplished through a review of the patient's downloaded data. The data confirms that the belt was gelled on (B)(6) 2015, but there is no indication that the patient was treated. The cause for the belt gelling was artifact and elevated heart rate. There is no indication of a device malfunction. The patient continues to wear the lifevest.